Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, it was impossible to interrogate an alizea implant. Cpr4 head led did not light on. Interrogation was retried with another alizea implant and it did not work, it was also retried with an eno implant and it worked. Another programmer was used to interrogate alizea implant and it worked normally.